Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The report represents two different leads with the same model number. There are two seperate leads reported on one device line within this report.

Event description:
It was reported that during an implant the right ventricular (rv) lead became dislodged while placing the right atrial (ra) lead). It was also noted that for the both rv and ra leads the number of turns to extend helix was out of specification and the physician was displeased with the fixation of the leads. The rv lead was repositioned and both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.